Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a pocket revision was done on the day of the report. The pump appeared to have flipped several times, which caused the catheter to break in the pocket. A new proximal catheter segment was attached and the pump was anchored down. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was reported the pump was moving in the pocket, causing pain. The patient had to push the pump back in the pocket at least 4 times. The healthcare provider (hcp) was unable to access the pump reservoir on the day of the report for a refill. The pump was confirmed to be flipped. The pump was then easily flipped back to access the refill port. The patient was being referred for a pocket revision. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).